Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber glass cap was fractured and partially broken off distal to the glue zone. Based on the analysis findings the fiber/cap conditions would result in forward firing. The joules verified on the fiber card were 22,820 joules. The product labeling (B)(4) warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
It was reported by a customer that on (B)(6) 2011, the fiber tip broke off and may have hit a stone at 20,622 joules. The procedure was completed with turp. No pt injury was reported.